Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 08, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The device was returned to the manufacturer's product investigation laboratory for investigation.manufacturer confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v.01). The issue of degraded sound abatement foam is addressed by CAPA 7211. Mineral spots consistent with water ingress were found on the motor casing. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box has been previously addressed in ER 2243857 (v.01). The device's downloaded event log was reviewed by the manufacturer and found no errors. In this report, sections d9, g3, h3, and h6 have been updated or corrected.